Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and rupture.

Event description:
Healthcare professional reported a right side rupture. Healthcare professional later reported "an increase in its anteroposterior diameter in relation to the laterolateral diameter associated with a slight thickening and enhancement of the fibrotic capsule, which can be related to contracture" baker grade unknown. The device still remains implanted.

Event description:
Healthcare professional reported a right side rupture. Healthcare professional later reported "an increase in its anteroposterior diameter in relation to the laterolateral diameter associated with a slight thickening and enhancement of the fibrotic capsule, which can be related to contracture" baker grade unknown. The device was explanted..

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to confirm as it is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.

Event description:
Device has been explanted.